Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a prefilled syringe. The customer reports that the pt reported chills and low grade fever immediately after flushing port with heparin.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.